Event description:
The device was used during a thoracoscopic procedure. Reportedly, the approximating lever broke and the instrument dit not fire. The reported condition occurred two times and the surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.